Manufacturer narrative:
The device has been requested by baxter quality management for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation or if additional information becomes available.

Event description:
The facility reported a pump with a failure code 804:34. Information was not provided regarding whether or not this event occurred during patient use. According to the hospital representative there was no patient injury or medical intervention reported. No additional information or contact was provided.